Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous unspecified vessel. After pre dilatation with a balloon catheter, a 38 x 3.50 promus premier¿ stent was advanced to treat the lesion, however, the device was unable to cross the lesion. A non bsc catheter was advanced but also failed to cross then dilatation was performed again. The 38 x 3.50 promus premier¿ stent was attempted to be delivered but failed again. The device was removed from the patient and upon inspection, it was noted that the strut was slightly lifted. The procedure was completed with another with the same device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).